Event description:
It was reported that the customer was admitted to the hospital for hypoglycemia. Prior to hospitalization, the insulin pump alarmed due to high blood glucose twice and each time the customer reported she did not confirm the alarms with a finger stick before treating. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the events as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.